Event description:
Boston scientific received information that this right ventricular (rv) lead was fractured which was confirmed through chest x-ray and exhibited high pacing lead impedance greater than 2,500 ohms along with loss of capture (loc) and no sensing during routine follow-up. Also, the patient is a twiddler. This lead was capped and surgically abandoned in the patient. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.